Event description:
The customer reported a power issue with the dc wall mount.

Manufacturer narrative:
(B)(4). The customer reported a power issue with the dc wall mount. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation. See scanned page.